Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as 2134265-2010-01235 and 2134265-2010-01237. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A 100% stenosed target lesion was identified in the mid left anterior descending (lad) artery. The right femoral artery was accessed with a non-bc 6fr 11cm sheath and angiography was performed. A target lesion was identified in the left anterior descending (lad) artery. A non-bsc 300cm guide wire and a non-bsc 6fr xb 3.5 guide catheter were advanced to the lesion site. An apex push over-the-wire (otw) 1.5x8mm balloon was then advanced to the mid lad and inflated to 12atms for 36 seconds, 14atms for 33 seconds and 15atms for 22 seconds. The balloon was removed from the patient. A non-bsc 2.0x25mm balloon was advanced across the mid lad and inflated to 12atms for 32 seconds and 12atms for 42 seconds. The physician attempted to advance a taxus liberte¿ 2.25x28mm stent across the lesion but was unsuccessful. The non-bsc 2.0x25mm balloon was re-inserted and advanced to the proximal lad. The balloon was inflated to 9atms for 47 seconds, 8atms for 6 seconds and 9atms for 20 seconds. Again, the physician attempted to advance a taxus liberte¿ 2.25x28mm stent across the lesion but was unsuccessful. The wire was exchanged for a non-bsc 0.014 300cm guide wire and was advanced to the mid lad. The taxus liberte¿ 2.25x28mm stent was again advanced but would not cross the lesion. A second non-bsc guide wire was inserted through the guide catheter and advanced to the mid lad as a buddy wire. The non-bsc 2.0x25mm balloon was re-inserted and inflated to 8atms for 34 seconds and 14atms for 90 seconds. The balloon was removed and the two wires were still in place. The taxus liberte¿ 2.25x28mm stent was again re-inserted and this time successfully was position across the mid lad. The stent was deployed at 9atms for 17 seconds. The stent delivery system (sds) was removed from the patient and the buddy wire was repositioned in the lad. Then a taxus liberte¿ 2.5x28mm stent was advanced and deployed in an overlapping position in the mid lad at 12 atms for 21 seconds. The sds was removed from the patient. Next, a taxus liberte¿ 3.0x16mm stent was advanced but would not cross the proximal lad. The non-bsc 2.0x25mm stent was re-inserted and advanced to the proximal lad and inflated at 9atms for 50 seconds. The balloon was removed and the taxus liberte¿ 3.0x16mm stent was re-inserted and successfully cross the proximal lad. The stent was deployed at 11atms for 11 seconds. The sds was removed from the patient. Next, the non-bsc 2.0x25mm balloon was re-inserted and inflated across the distal lad to 12atms for 62 seconds. The balloon was removed from the patient. There was 0% residual stenosis and timi-3 flow was restored. The procedure was completed with no patient complications reported and the patient was transferred to a room. Heparin, aspirin and nitroglycerin were administered during the procedure. The next day the patient presented with st-elevation myocardial infarction and stent thrombosis was revealed in the previously placed stents in the lad. In addition the patient was developing pulmonary edema, non-sustained ventricular tachycardia and frequent premature ventricular contractions (pvc¿s), chest pain, vomiting and hypotension. Angiography showed the stent in the proximal portion of the lad was occluded, consistent with stent thrombosis, and a filling defect. A non-bsc 2.0x25mm balloon was advanced all the way down to the distal lad and intracoronary verapamil was administered through the balloon. Angioplasty was then performed the entire length of the stent. Timi-3 flow was restored in the lad and timi-2 flow in the diagonal (dx). There was extensive thrombus in the proximal portion of the stent as well as the ostium of the dx. Once flow was restored the ventricular tachycardia began to subside. The patient was then administered several doses of amiodarone and lidocaine was started. The patient¿s blood pressure increased and neo-synephrine was used to support blood pressure. At this point it was decided the best course of action would be to take the patient for emergent bypass surgery as the physician felt it was unlikely to salvage the dx vessel with balloon angioplasty alone. In addition the thrombus burden in the lad was a significant and angioplasty was unlikely to remove the thrombus burden without compromising flow and salvaging the myocardium that was at risk. Finally, the patient had a chronically occluded right coronary artery (rca), which would also best be addressed through bypass surgery. The patient was then transferred for bypass surgery. No further patient complications were reported. The patient condition is reported as ¿fine¿.